Manufacturer narrative:
During an in-service appointment, the endoscopy support specialist (ess) observed that the facility was not using the air water channel cleaning adapter at pre-cleaning. In the in-service ,the ess covered the following reprocessing steps for the facility staff members: pre-cleaning, leak test, manual cleaning, and storage, to make them aware of the olympus guidelines on reprocessing. The customer will be using a non-olympus automated flushing machine and a non-olympus automated endoscope reprocessor. The customer was made aware that they would have to contact the manufacturer of the products for their instructions and guidelines. The customer provided a return demonstration.

Event description:
During an in-service appointment, the endoscopy support specialist observed that the facility was not using the air water channel cleaning adapter at pre-cleaning. There is no reported harm to any patient.

Manufacturer narrative:
This event is not a device malfunction, but instead a lack in the reprocessing done by the facility which was observed by the endoscopy support specialist (ess). There is no reported patient infection. However, there is more information on the device. This supplemental report is being submitted to provide this information. Please see the updates in sections. The device history record review confirmed that device conformed to specifications at the time of shipping. The device had an annual inspection on (B)(6) 2020. The instructions for use (IFU) includes the following statements: IFU (reprocessing manual) cautions the user against insufficient reprocessing as follows; 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. IFU (reprocessing manual) cautioned the user against insufficient reprocessing channels or usage of aw channel cleaning adapter (mh-948) as follows. All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.